Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the MDR 2243072-2023-01297 is a duplicate of 9616656-2023-00759 this supplemental is to cancel MDR 2243072-2023-01297.

Event description:
It was reported by consumer that the unspecified bd¿ pen needled are bent causing the canister that holds insulin to crack. The following information was provided by the initial reporter: verbatim: many of the needles are bent when I take the green package off of the needle. I am very disappointed that I am wasting so many needles because of this problem." " what happens is when the needles are bent it causes the canister that holds my insulin to crack. I have had to take many of my insulin pens because of this issue."

Event description:
It was reported by consumer that the unspecified bd¿ pen needled are bent causing the canister that holds insulin to crack. The following information was provided by the initial reporter: verbatim: many of the needles are bent when I take the green package off of the needle. I am very disappointed that I am wasting so many needles because of this problem." "What happens is when the needles are bent it causes the canister that holds my insulin to crack. I have had to take many of my insulin pens because of this issue."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.